Manufacturer narrative:
Corrections: common device name, MFR contact info, model/lot #. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries in the battery compartment of the external pulse generator (epg) were very loose fitting; the batteries would get looser as they were used. There was a concern with the fit of the batteries for connection issues, and that the batteries would have to be replaced sooner as they were used more often. The epg will not be returned at this time. No patient complications have been reported as a result of this event.